Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Electric toothbrush...inside where it connects to the toothbrush head, something broke...head of the toothbrush falls off...whole head was in mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that something broke inside of their oral-b electric toothbrush (where it connected to the oral-b toothbrush head). The oral-b toothbrush head of the oral-b toothbrush fell off and the whole oral-b toothbrush head was in their mouth. No injury was reported.

Event description:
Electric toothbrush...inside where it connects to the toothbrush head, something broke...head of the toothbrush falls off...whole head was in mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that something broke inside of their oral-b electric toothbrush (where it connected to the oral-b toothbrush head). The oral-b toothbrush head of the oral-b toothbrush fell off and the whole oral-b toothbrush head was in their mouth. No injury was reported. 25-apr-2024 case update: the suspect product was oral-b power oral care refills sensitive eb17. The concomitant product lot was 1bd91541450. No injury was reported. 16-may-2024 case update from information initially received on 25-apr-2024: the concomitant product was oral-b rechargeable toothbrush handle 3756. No injury was reported. 29-may-2024 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3756. The concomitant product was confirmed to be oral-b power oral care refills sensitive eb17. No injury was reported.

Manufacturer narrative:
29-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.